Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. The device history record (DHR) review will not add value to this investigation as device was confirmed to be damaged in the field. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed minor cracks and knit lines on the reservoir cover, missing reflux plug and rubber feet, and internal rattling (broken thread on lcd). During functional testing using the reported issue was duplicated the display flashed and went blank. The root cause of the problem was related damage to the display and printed circuit board (pcb) caused by the customer. As corrective action replaced the pcb.

Event description:
It was reported that the device had a bad display. No patient injury was reported.